Manufacturer narrative:
The reference device was returned to the manufacturer for evaluation. The evaluation confirmed the reported ultrasonic error, code u509. The device was attached to test usg-400/esg-400 generators and a probe check was performed; the device failed the probe check. A visual inspection on the returned device was performed; there was some tissue build up. The distal end of the device was inspected under a microscope and found a crack on the probe unit. In addition, the ptfe pad (teflon pad) was inspected and found it has normal wear and char marks, with no metal exposed. Both switches were checked and found to be functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The IFU's troubleshoot section provides potential causes of the reported u509 error code which are: - probe damage or malfunction to the probe, transducer or ultrasonic generator. - excessive load is applied to the probe. - connection of the transducer with handpiece is loose. Also, the following details are found in the instruction manual as warning. - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a therapeutic colectomy procedure, an ultrasonic error (u509) was displayed. The user facility reported they changed the forceps, the transducer, and the generator but kept getting the ultrasonic error even if there was no hard tissue or excess tension. Due to the device failures the procedure was delayed for 30 minutes. The intended procedure was completed by changing to a new hand piece. There was no patient injury reported. The system was inspected prior to use and the settings on the generator were 2-1.

Manufacturer narrative:
This supplemental report is being submitted to provide the a correction with the correct device evaluation. The lot # 98k 07 was returned for evaluation. The reported ¿error code u509 was displayed" was not confirmed. A visual inspection was performed on the device; there was no tissue build up nor charring stains found at the distal end jaw, but there were minor scratch marks on the grasping section (jaw). The ptfe pad (teflon pad) was intact and in good condition. The teflon pad and probe appeared to be in good alignment. The device¿s wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to a test transducer, td-tb400, together with test generators, usg-400/esg-400, and a probe check was performed; the device passed the probe check with no errors observed. Also, the device passed the high frequency output during seal mode inspection with saline. No error message displayed during activation. Both switches were checked and found both switches are functional. Based on the evaluation findings, the cause of reported event could not be confirmed as the device passed inspection and testing. The IFU's troubleshoot section provides potential causes of the reported u509 error code which are: - probe damage or malfunction to the probe, transducer or ultrasonic generator. - excessive load is applied to the probe. - connection of the transducer with handpiece is loose. As a preventive measure the IFU states, prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer. This report is for device 2 of 2. The first device was submitted on MFR# 8010047-2019-02455.